Event description:
The customer observed falsely elevated alinity I ca 19-9xr results generated for a 65-year-old female patient with a history of pancreatic cancer, that had a resection of the pancreatic head. The following data was provided: past results: (B)(6) 2021 = 18.7 u/ml, (B)(6) 2021 = 26.5 u/ml. (B)(6) 2023 undiluted result = > 1,200.00 u/ml, ×100 manual dilution = < 3,000.00 u/ml, automatic dilution = 964.83 u/ml, undiluted = > 1,200.00 u/ml, ×100 manual dilution = <3,000.00 u/ml, ×100 manual dilution = < 3,000.00 u/ml, ×50 manual dilution = < 1,500.00 u/ml, ×2 manual dilution = > 2,400.00 u/ml, ×3 manual dilution = 1,653.46 u/ml 1, ×4 (cala dilution) manual dilution = 2,030.43 u/ml. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p32-20 has a similar product distributed in the us, list number 8p32-21/-31.the complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 46237fp00 did not identify any non-conformances, deviations, or potential non-conformances with the likely cause lot and complaint issue. The overall performance of alinity I ca 19-9xr assay in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity I ca 19-9xr, lot number 46237fp00 was identified.